Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 300p from heartsine technologies, belfast on 8th february 2011. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on (B)(6) 2013 and was manually powered up on 3 occasions, all under one-minute duration. Manual power ups were recorded between the 19th march 2013 and the 27th march 2017. The pad-pak was removed after passed an auto self-test on each occasion. On (B)(6) 2017, the device records a configuration error. Information from the technical log records that on this occasion the shock key was recorded as being stuck. The device was still in fault mode on (B)(6) 2017 (date of complaint), when a pad-pak was installed, and the device was power cycled on two occasions passing a self-test. No further log entries were recorded. The device was disassembled, and technical logs examined. After further investigation no fault was found with the returned device and performed to specification throughout testing at heartsine. The investigation was unable to replicate, or find conclusive evidence, of the reported fault. On (B)(6) 2017 information from the memory log indicates the shock key had either been stuck or held on during the auto self-test. This resulted in the device powering off with a flashing red status led and a "warning device service required" message along with a failure chirp. No fault could be measured or observed with the shock key. The fault was replicated by holding in the shock key during an auto self-test. It is possible that this incident occurred due to an external influence, e.g. An object sitting on top of the device causing the shock button to be depressed. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device observed switching on automatically.